Event description:
It was initially reported that the intraocular lens (iol) was scratched. In follow-up, it was reported that the surgeon noticed the lens was scratched after the lens was partially inserted into the patient¿s eye. The surgeon then removed and replaced with a new pcb00 and the procedure was completed successfully without any incident. There was no incision enlargement or vitrectomy performed. Reportedly, the patient is doing fine.

Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. Visual inspection of the return product revealed scarce amounts of viscoelastic solution on cartridge which indicates that the unit was handled and prepare for surgical use. The plunger and pushrod were advanced in the system. No defects were observed in the preloaded insertion system. The reported complaint of a scratched lens cannot be confirmed as the lens was not returned for evaluation. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.